Event description:
It was reported that after the previous device was changed out, the left ventricular (lv) lead had intermittent capture at maximum output. The lv lead was ultimately abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.